Manufacturer narrative:
The singe use device was received for evaluation. Visual inspection revealed that a broken syringe tip was stuck inside the fillport. The broken syringe tip is not a baxter product. The cause of the broken syringe tip was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the "tip" of a single day infusor broke after filling the device with normal saline and prior to filling with an unspecified drug. This even occurred prior to patient use. There was no patient involvement. No additional information is available.